Manufacturer narrative:
Reported to the FDA on (B)(6), 2011.

Event description:
Reported by the complainant as follows: doctor / nurse cannot say with certainty that it is flexiseal that has caused the injury. Patient: woman with cystic fibrosis, lung transplant. Patient has no known bowel problems. Signal flexiseal applied (B)(6) 2010. The patient has been on anticoagulant the entire time since hospitalization. The dose was increased and double strength due to deep vein thrombosis in left arm, after central venous catheter (cvk). Flexiseal removed (B)(6) 2010 because there was no output. The patient was put on to a bed pan. During the night (B)(6) 2010, there was large blood clots in the diaper. The diaper was changed every hour, with increasing amount of large blood clots. On (B)(6) 2010, a gastroscopy was done by the gastro surgeon, and it was discovered an oblong laceratium about 6 cm into the rectum. This was stapled with two clips. The bleeding did not stop, there was a blood squirt out of the rectum, and there were made a new stapling with 4 clips. The bleeding stopped. The patient is now using a fecal pouch.